Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that an ophthalmic knife was not sharp. They had this problem last week and returned the knives and got new ones. The procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives are not sharp. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause for the customer complaint issue could not be determined. The cause of the reported event could not be determined with the information obtained, therefore, specific action with regards to this complaint could not be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action was required at this time. The manufacturer internal reference number is: (B)(4).